Manufacturer narrative:
(B)(4). Date sent: 2/25/2025. D4 batch #: c9da2w. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with nose cone slightly separate from the mid housing. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch c9da2w, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿tighten assembly¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2025 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was obtained: batch number should be c9da2w158 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.